Manufacturer narrative:
Date of event is an estimate.

Event description:
It was reported that the patient experienced peyronie's disease with his inflatable penile prosthesis (ipp). The patient had his ipp removed and replaced a couple of years ago. The patient is now complaining that his device is too short to penetrate.